Manufacturer narrative:
The date of this report was documented as feb 19, 2016 on the initial report. It has been updated as feb 17, 2016. The date returned to manufacturer was documented as feb 19, 2016 on the initial report. It has been updated as feb 17, 2016. The date received by manufacturer was documented as feb 19, 2016 on the initial report. It has been updated as feb 17, 2016. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root was determined to be due to wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery handpiece device housing was broken and the trigger/slider was blocked, broken and jammed. It was reported in the service order that the device did not work or move. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.